Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced eye discomfort and a headache. Reportedly "patient has reported post-operative challenges including difficulty maintaining vision balancing and experiencing eye discomfort and headache following icl surgery." In a separate visit the lens was explanted and the problem was resolved. The cause of the event was reported as a patient related factor. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).